Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2020 with unknown blood glucose level. Blood glucose level was 44 mg/dl. Customer was reported that insulin pump had motor error alarm. Customer was not able to clear the alarm and not able to rewind the insulin pump. Customer was unconscious and taken to hospital. The insulin pump will be returned for analysis.

Event description:
The health care provider reported via phone call that the customer was hospitalized due to a low blood sugar on (B)(6)2020 . The customer was no longer wearing the pump due to receiving motor error alarms over the last month and was using manual injections to manage her diabetes. She gave herself too much insulin with a manual injection and was found unconscious by her husband. The pump was in the endocrinology department and not available to troubleshoot as a result. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information provided in initial report was incorrect. The correct information has been provided in b5 section of this report. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.0872 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device recognized the water filled reservoir that was installed in the reservoir compartment. Device was programmed with a 2.0 unit fill cannula delivery. Then device delivered the 2.0 units properly with water exiting the infusion set. No prime or fill anomaly noted. No motor error alarm noted during testing. The motor was tested outside of the device and passed. Device was monitored for 3 days. No frozen screen noted. All buttons function properly. No unresponsive buttons or button error alarm noted. No damage noted on the keypad traces. During visual inspection, the keypad connector on the lcd was found locked properly. Device had a small crack on the display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and a missing end cap sticker. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).